Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device had cracked battery tube threads, cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act button not responding. The customer's blood glucose value was 200 mg/dl. The customer also reported crack on battery compartment. The insulin pump will be returned for analysis.